Event description:
It was reported that the surgery was cancelled as the patient had passed away a few weeks ago. The report that the patient had passed away did not reasonably suggest a complaint and was not indicated to be related to the observed high impedance. No additional relevant information has been received to date.

Event description:
It was reported that the patient had high impedance. Programming history was reviewed for the patient. High impedance was seen in the 25% change in impedance. No other anomalies were seen. Surgery is likely but has not occurred to date. No additional or relevant information has been received.